Manufacturer narrative:
B3 date of event: article publish date used as event date is unknown. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. La fazia, v.m., et al. 2025. Feasibility and safety of pulsed field ablation for coronary sinus and left atrial appendage isolation and mitral isthmus ablation: acute and chronic findings. Circulation: arrhythmia and electrophysiology, volume 18 (9), 10.1161/circep.125.014026. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. With all the available information, boston scientific (bsc) concludes: device history record review: the upn and lot number of the farawave catheter were not provided therefore a shipment history of previous lots sent to the customer could not be reviewed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis: the farawave catheter was not returned therefore returned device analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists embolism including ischemic stroke as a known potential adverse event associated with the use of the device. The farawave catheter is intended to be used to treat paroxysmal atrial fibrillation (paf). During this procedure the farawave catheter was used to isolate the coronary sinus, mitral isthmus, and left atrial appendage which is considered off-label use of the device. Risk review: a review of the farawave catheter hazard analysis and risk thresholds was completed and confirmed that the events of off label use and embolism including ischemic stroke were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported via literature that a patient who underwent pulse field ablation isolation of the coronary sinus, left atrial appendage, and mitral isthmus experienced an ischemic stroke post index procedure. Isolation of the coronary sinus, mitral isthmus, and left atrial appendage via the farawave catheter is considered off-label use of the device. Off label use and embolism including ischemic stroke are known potential adverse events associated with the use of the farawave catheter.

Event description:
It was reported via literature that an ischemic stroke occurred. A study was completed at a single healthcare facility between february to october 2024 to assess the safety and feasibility of pulse field ablation (pfa) isolation of coronary sinus, mitral isthmus, and left atrial appendage. Two hundred and thirty six patients (236) were enrolled in the study. Patients received direct oral anticoagulants for at least four (4) weeks pre procedure. Pfa was performed under general anesthesia using a non boston scientific (bsc) guidewire and farawave catheter. Uninterrupted anticoagulation and intravenous heparin were administered peri procedurally. Patients underwent pfa isolation of the coronary sinus, left atrial appendage, and mitral isthmus. Post procedurally patients were monitored using a 7 day holter monitoring system and a 12 lead ECG. Additional follow up examinations took place one (1) and three (3) months post procedure. Of the 236 patients enrolled in the study, one (1) patient experienced an ischemic stroke post index procedure. Study authors attribute the ischemic stroke to nonadherence to oral anticoagulation. No further information on the status of the patient is available.

Manufacturer narrative:
B3 date of event: article publish date used as event date is unknown. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. La fazia, v.m., et al. 2025. Feasibility and safety of pulsed field ablation for coronary sinus and left atrial appendage isolation and mitral isthmus ablation: acute and chronic findings. Circulation: arrhythmia and electrophysiology, volume 18 (9), 10.1161/circep.125.014026. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature that an ischemic stroke occurred. A study was completed at a single healthcare facility between february to october 2024 to assess the safety and feasibility of pulse field ablation (pfa) isolation of coronary sinus, mitral isthmus, and left atrial appendage. Two hundred and thirty six patients (236) were enrolled in the study. Patients received direct oral anticoagulants for at least four (4) weeks pre procedure. Pfa was performed under general anesthesia using a non boston scientific (bsc) guidewire and farawave catheter. Uninterrupted anticoagulation and intravenous heparin were administered peri procedurally. Patients underwent pfa isolation of the coronary sinus, left atrial appendage, and mitral isthmus. Post procedurally patients were monitored using a 7 day holter monitoring system and a 12 lead ECG. Additional follow up examinations took place one (1) and three (3) months post procedure. Of the 236 patients enrolled in the study, one (1) patient experienced an ischemic stroke post index procedure. Study authors attribute the ischemic stroke to nonadherence to oral anticoagulation. No further information on the status of the patient is available.